Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37711, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had both of their implantable neurostimulator (ins) systems explanted between (B)(6) 2015. One ins was not helping the patient and they did not know why the second ins was removed. It was noted that the patient had complex regional pain syndrome and their skin would bruise from the implants. The patient had also lost a lot of weight. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.